Event description:
It was reported that during a vena cava filter insertion, the filter migrated. The greenfield vena cava filter delivery device was introduced through the femoral. When the physician went to deploy the filter, it migrated forward to the right atrial junction. The filter is stable in the supra renal with the cone portion of the device in the atrial. Another filter was deployed in the intended location with no further difficulties. Pt status is stable with no further complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.